Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right artery. The 80% stenosed, 20mmx3.0mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 3.0x20mm non-bsc balloon catheter resulting to 50% residual stenosis. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noticed that the tip of the stent was deformed. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.